Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few months of implant, the right ventricular (rv) lead exhibited large spikes in pacing impedances to high/undefined levels. Impedance spikes were also observed on the rv defibrillation coil. The lead remains in use. No patient complications have been reported as a result of this event.